Event description:
During patient use, 'check circuit' alarm occurred. The circuit check test was repeated and was unsuccessful. The patient was manually ventilated while being transferred to another unit. There were no adverse patient effects reported.

Manufacturer narrative:
Evaluation summary: evaluation of the returned ventilator confirmed that l19 inductor on the control board was overheated and shorted causing the ventilator to malfunction. Replacing the inductor resolved the issue.